Event description:
It was reported the customer had a severe allergic reaction to the adhesive on their sensor. Customer stated the issue has occurred since (B)(6) 2014. Customer stated they have implemented precautions for their allergic reaction but their skin was still blistering and ulcerating. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.